Event description:
From staff: during a colonoscopy a snare was introduced into the scope. When the doctor asked to open it, it would not open. The snare was pulled back and out of the scope. There appears to be a very small "horseshoe" wire sticking out of the snare on the side. Snare removed and bagged with package. A new snare was inserted without incident.